Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after the device started insufflation, the front panel display disappeared occurred due to faulty printed-circuit board. The cause of the defective circuit board could not be identified. In addition, abnormality found in the bar graph display where some leds were off was confirmed, but no specific cause of the phenomenon was not identified. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged and reworked printed circuit board was discovered and caused the reported failure as well as an led failure. Olympus evaluators noted a 3rd party repair on the printed circuit board, with a replaced 3rd part tube as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was unexpectedly powering down after inflating. According to the initial reporter, this event took place during reprocessing and had no patient involvement.